Event description:
Boston scientific received information that the device and the leads had dislodged because of twiddlers syndrome. As a result the patient received inappropriate shocks. A procedure was performed to explant and replace the lead due to the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lab testing confirmed that the lead body is slightly twisted and curled along its whole length, which could be due to twiddlers syndrome. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.